Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages and activity report notification) was confirmed. The j5000 connector was broken from the dn pca and the a and b cable was pulled out of strain relief. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and activity notification report.